Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes of atrial oversensing were suspected to be electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.